Event description:
Customer reported he was having issues with sensor. Sensor glucose reading was 117 mg/dl and blood glucose was 203 mg/dl, 42.365 percent difference. Customer did state the sensor is going up slowly, 176 mg/dl, and the device shows two arrows. Customer only uses one meter to calibrate. Customer was advised of the best times to calibrate. Customer also reported the device was alerting low predict when his blood glucose was 203 mg/dl. Customer stated the sensor was working fine at the time of the call and will monitor the sensor. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.